Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a t10-pelvic transforaminal lumbar interbody fusion (tlif), a 1cm imprecision was observed during navigation. It was reported that the site was using the 2 reference frames a 2 initial image acquisitions to complete the procedure as the range of the procedure was large. The representative reported that there was suspected anatomical movement that would have resulted in the imprecision. The site elected to perform a second image acquisition to restore precision and completed the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.